Event description:
A patient reported experiencing inaccurate erratic results with a ot ii meter. The patient's blood glucose results were 163 mg/dl, 180 mg/dl, 190 mg/dl, 99 mg/dl. Tests were done < 10 minutes apart with a difference of 28%. Patient did not experience any adverse events. No further information has been reported.